Event description:
The umbilical catheter was reading occluded at [time redacted]. It seemed to flush, but it turns out it was back flushing. Practitioner at bedside and line was removed after trouble shooting it. Line appears to have precipitate in it, etiology unclear. Patient didn't get nutrition for approximately 2 hours. Manufacturer response for catheter, umbilical artery, umbili-cath (per site reporter). Issue was reported on 10/15. They responded on 10/17 wit a return label. On 10/21 reached out for more info, I included the clinical caregiver to answer said questions. No further action as of 10/23.